Event description:
This case was initially received via regulatory authority. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronica pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and inflammation ("inflammation"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and inflammation outcome was unknown. The reporter provided no causality assessment for inflammation and pelvic pain with essure. The reporter commented: an injury (disability/permanent damage, hospitalization, life threatening and serious important medical events) was mentioned but not specified and assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.